Event description:
It was reported that a doctor, after receiving a recall notice pertaining to an incorrect expiration date indicated on a lot of pepgen p-15 putty placed into use by the doctor, explanted the putty and regrafted the site.